Manufacturer narrative:
The lot number is unknown and the products are not made available for evaluation at this time. Our distributor emailed and called to the initial reporter to obtain the additional information, however, there's no additional information provided. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
The following information was obtained through medwatch report. Report number: mw5086845. The event description was: "pt purchased illegal contact lenses online and caused severe damage to her corneas because of the misuse of this medical device. (B)(6) sold contact lenses in the wrong, material, size and prescription to my pt who did not have a valid contact lens prescription. They did not even try to verify any rx which would keep them in compliance with the fairness to contact lens consumers act. Start: (B)(6) 2017; stop: (B)(6) 2019. Is therapy still ongoing? No. Event abated after use stopped: no. FDA safety report ID# (B)(4).".